Event description:
It was reported that while power injecting contrast during a coronary diagnostic procedure, dye was seen outside the left ventricle, within the pericardial space. Pericardial centesis was attempted without success. The pt was sent to surgery where they subsequently expired. It is unclear how the catheter performance related to the incident.